Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited fiber bonding in the outer tube area was damaged and light guided-bundle of the video cable section was broken, therefore the light transmission was lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fiber bonding in the outer tube area was damaged and light guided-bundle of the video cable section was broken; therefore, the light transmission was lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.